Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the insulin pump kept alarming and unable to clear the alarm. Customer's daughter stated the device was alarming button error. Customer's blood glucose was 150 to 175 mg/dl. Customer's daughter does not recall any significant events that may have caused the device to alarm. Customer's daughter was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.